Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally it was reported that the customer experienced resistance during the fill process. Customer's blood glucose level was 190 mg/dl. A syringe needle and cartridge changes were performed resolving the issue and insulin delivery was resumed.